Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: - (B)(6) 2013 gore tag was placed in the patient so as to treat the aortic dissection (stanford type b). 2016 (date:unknown) afx (japan lifeline) was placed in the patient against aaa. 2017 (date:unknown) a new aortic dissection was confirmed on the aortic wall adjacent to the distal end of the gore tag. (B)(6) 2017 proximal end of the gore's c-tag placed on (B)(6) 2013 was in zone 4. Since this gore tag was excessively oversized, damage in the wall adjacent to the distal end of it occurred. Since the damage / new dissection was swiftly expanding, tevar was conducted semi urgently. Initially, additional stent graft was planned to be placed only in the distal part of gore tag. However, since the false lumen next to the proximal part of the it was also expanding due to blood's having flown into the false lumen continuously, so as to prevent the aortic rupture in the future, it was determined that additional stent graft would be also placed in the proximal part of the gore tag. As there was a tortuosity in the artery directly below the zone 3, the stent graft had to be placed from zone 2. However, because the patient was young (61 years old), the physician thought that it was better to remain the native artery as it was rather than performing ax - ax bypass with vascular graft. So, he decided to make a fenestration on the tx2 stent graft. First, a esbe-24-80-t-pf (lot#:unknown) was placed in the most proximal part, followed by gore¿s c-tag. Then, as a third stent graft, the complaint zteg-2p-34-202-pf was placed. Prior to use of zteg-2p-34-202-pf, the physician removed the stent graft from the delivery system, and made a fenestration on the area where lsa was going to be adjacent to. When the fenestrated stent graft was reinserted into the system, strong force was applied to. After the stent graft was deployed in the target site successfully, when the retrieval of the system was about to be conducted, the physician noticed that the tip of the delivery system of the tx2 had been separated. Since the separated tip was remaining on the wire guide, it was retrieved together with the wire guide without problems. It is supposed that it got separated due to the pressure applied when the fenestrated stentgraft was reinserted into the system. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint concerns a patient who underwent a tevar with zteg-2p-34-202-pf on 26dec2017. The tevar was conducted due to wall-damaged creating a false lumen, caused by an oversized gore tag product, that was placed in zone 4 on 12mar2013. Prior to the procedure, the physician deployed the stent graft, fenestrated it where the lsa area was going to be and reloaded it into the system with strong force. The stent graft was deployed at the target site successfully. However, when the physician was about to retrieve the system, he noticed that the dilator tip was separated from the introduction system. Since the tip was still on the wire guide, the physician managed to retrieve the wire guide and the dilator tip together. Neither the device or images of the device was returned. However, the description of the event states that the device was deployed and that the stent graft was fenestrated and re-sheathed. The device was delivered to the hospital with a preloaded implant. It was modified at the hospital prior to patient contact, and it is therefore not possible to comment on the handling of the device, the methods used or to say how or why the dilator tip separated from the dilator tip. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events.